Event description:
Attorney reported: in 2007-- the patient underwent an umbilical hernia repair with implant of a ventralex mesh patch. Approx three months later -- the patient reports onset of debilitating abdominal pain with fever and chills. Two days later -- the patient was admitted to the hospital with abdominal pain and nausea and treated with aggressive antibiotic therapy. The patient became more ill and diagnosed with a perforated diverticulitis with an enlarged abscess. Six days later -- the patient underwent surgery which revealed inflammation and infection. The mesh patch was explanted as well as significant portion of the patient's colon (approx. 20cm). The following month -- the patient is discharged from the hospital with a colostomy bag and the care of a home health assistance three times a week. The patient continued to experience abdominal and pelvic pain for several months subsequent to this surgery. The following month-- the colostomy bag was surgically removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.